Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during a bike activity. It was mentioned that there was change in morphology from non-sustained rhythm rate to exercise. The technical services (ts) provided troubleshooting options. Troubleshooting was performed with the patient in the clinic and reprogram options were discussed. A x rays was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during a bike activity. It was mentioned that there was change in morphology from non-sustained rhythm rate to exercise. The technical services (ts) provided troubleshooting options. Troubleshooting was performed with the patient in the clinic and reprogram options were discussed. A x rays was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the technical services (ts) analyzed the data provided and indicated this case includes a scenario of intermittent passing and failing condition in the primary vector while the last automatic setup passed. Ts indicated that the reason is because of an r-wave that is slightly below 0.5 mv in some of the test and, at the same time, the primary vector does have captures at 1mv as well as manages the noise mainly appropriately. X rays were performed, and they showed a slight lateral electrode specially at the tip level. This is likely explaining why there is noise in alternate and secondary vector. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, a new untreated episode was recorded due to noisy signals oversensing and low amplitudes. The smart pass was deactivated and turn on again. The ts discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during a bike activity. It was mentioned that there was change in morphology from non-sustained rhythm rate to exercise. The technical services (ts) provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock during a bike activity. It was mentioned that there was change in morphology from non-sustained rhythm rate to exercise. The technical services (ts) provided troubleshooting options. Troubleshooting was performed with the patient in the clinic and reprogram options were discussed. A x rays was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the technical services (ts) analyzed the data provided and indicated this case includes a scenario of intermittent passing and failing condition in the primary vector while the last automatic setup passed. Ts indicated that the reason is because of an r-wave that is slightly below 0.5 mv in some of the test and, at the same time, the primary vector does have captures at 1mv as well as manages the noise mainly appropriately. X rays were performed, and they showed a slight lateral electrode specially at the tip level. This is likely explaining why there is noise in alternate and secondary vector. This s-ICD remains in service. No adverse patient effects were reported.